Event description:
It was reported that this left ventricular (lv) lead exhibited amplitude out of range and also was noted to have a drop in impedance measurement. The lead will be closely monitored. To date, the lead remains n service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).